Event description:
The table stopped unexpectedly. No pt was in the table and no injury occurred.

Manufacturer narrative:
Device was evaluated by service technician. No failure mode could be detected.